Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The exposed soft cannula was found to be stretched, measuring out of specification. However, fluid was able to flow through the complete fluid path, no leaks or tears were found. The timing and cause of the soft cannula damage could not be determined. No other damages or deficiencies were observed during the investigation. It could not be conclusively determined if the soft cannula damage contributed to the reported leaking event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 420 mg/dl while wearing the pod between 5 and 24 hours on the abdomen. The patient reported that insulin began leaking from the pod. No specific treatment information was provided.